Event description:
The customer reported having problems with the keypad. It was stated that the pump had skipping screens. The pump did not respond to button press. Advised the customer to discontinue the use of the device if the problem persists. During the call the customer was hospitalized for low bgs. The customer suffers from retinopathy and has problems seeing. Also the customer was not able to see the reference line on the lead screw. The customer was disconnected from the pump and would be sent a replacement.